Event description:
Pt called lfs in 2003 alleging their meter is prompting a "clean test area" message when they attempt to test their blood sugar. The pt reported no high or low blood sugar symptoms while attempting to test. The issue was not resolved with troubleshooting.